Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 9pm. Prior to the start of the alleged meter issue (time not specified), the patient reportedly was experiencing symptoms of lightheadedness and thirst. According to the csr's documentation, at the same time after the reported meter issue occurred, the patient reportedly tested her blood glucose with her husband's accucheck aviva meter, obtained a reading of either "540 or 560 mg/dl", and administered an unknown increase dose of humalog as self-treatment. During troubleshooting, the csr verified that the subject meter's batteries did not need to be replaced per owner's booklet recommendation, the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the patient was using the correct test strips at the time the alleged issue occurred. However, the reported power issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. At the same time after the reported power issue occurred the patient reportedly tested with another device and reportedly administered self-treatment at the same time afterwards. However, this complaint is being reported because the alleged issue remains unresolved.